Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.25x20mm nc trek balloon dilatation catheter advanced, without resistance, to the mid left anterior descending (lad) coronary artery, moderately calcified lesion. Upon balloon inflation to 15 atmospheres (atms), the balloon ruptured. The device was removed without reported issue and another device was successfully used in replacement. There were no adverse patient effects and no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.